Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc device. Due to this, customer reported they felt hypoglycemic and experienced seizure and loss of consciousness, but was able to self-treat. No third-party intervention was reported. During the course of troubleshooting, customer indicated they had silenced their mobile device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a (googgle pixel (B)(6) ) phone with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemic and experienced seizure and loss of consciousness but was able to self-treat. No third-party intervention was reported. During the course of troubleshooting, customer indicated they had silenced their mobile device. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.